Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify frozen display anomaly due to blank display. Also, received with moisture damage on the motor and force sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that insulin pump had frozen display. The blood glucose level was at unknown the time of incident. Customer reports the time clock did not advance. Customer stated that the buttons were not responding. The insulin pump will be returned for analysis.